Event description:
Procedure: vats, patient sex: unk. According to the reporter: the stapler snapped above the reload site leaving the staple device closed and locked on the lung tissue inside the patient. After 9 more cartridges were used and additional stapling, the surgeon was able to remove the device and the procedure was completed. Cartridge ( still locked on tissue) and tissue were both sent over to pathology. Or time was extended 30 minutes.